Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that balloon deflation issue occurred. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified right internal carotid artery. A 2mm x 20mm x 143cm coyote es mr balloon catheter was selected for use. During preparation, balloon deflation issue occurred and the balloon could not be inflated during air aspiration. There were no patient complications as a result of this event.